Event description:
A trial patient reported when he left the healthcare professional's (hcp) office after they put in the trial, his stimulation was at 1.1v and he was feeling stimulation in his left testicle. The patient stated when he got home that evening he stopped feeling stimulation. The patient noted he increased stimulation to 3.1 v and he is feeling comfortable stimulation, but he has had to continue to adjust stimulation. The patient noted the therapy has somewhat been helping with his bladder symptoms, but he still has the urgency. The patient noted he woke up 5 times last night. The patient reported when he urinates he feels a stinging sensation. The patient went to see his hcp and they thought it might be a urinary tract infection but they have taken a culture and it has not been determined yet.